Event description:
It was reported that the sys would not boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive and the software were installed during the service call. The sys was tested and found to be working as intended and put back into svc.